Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 0001627487-2021-17389, 1627487-2021-17390, 1627487-2021-17411. It was reported that the patient's leads migrated after the patient experienced multiple falls and car accident. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein all four leads were explanted and replaced. Reportedly, effective therapy was established post operatively.